Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that during the operation, the monitor on the camera cart side blacked out (the touch panel did not respond and the main cart side displayed normally), and after 10 seconds, the connecting screen was displayed again and then the monitor displayed normally. After that, the procedure was completed without reproducibility. There was no delay and there was no harm to the patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. (B)(4). Concomitant medical products: other relevant device(s) are: product ID: 9735994, serial/lot #: unknown, product ID: 9735783, serial/lot #: unknown, product ID: 9735772, serial/lot #: (B)(4), product ID: 9735796r, serial/lot #: unknown. Analysis found on network switch- analysis determined there was no fault found. (B)(4). Analysis found on cable- analysis determined there was not fault found. (B)(4). Analysis found on net wired- analysis determined there no fault found. (B)(4). Analysis found on pciop- analysis determined the returned unit was bench tested and it was detected that two software errors/resets occurred. Further investigation revealed that the ethernet mode was set to 'auto' instead of '100mbps full-duplex mode. (B)(4). If information is provided in the future, a supplemental report will be issued.